Manufacturer narrative:
Clinical investigation: a causal and contributory relationship between a three day delay in the patient receiving a replacement liberty select cycler and the patient¿s hospitalization for fluid overload and pneumonia event cannot be excluded. The patient was reportedly completing peritoneal dialysis therapy manually while waiting for a replacement cycler; however, the patient became fluid overloaded and required hospitalization and increased strength peritoneal dialysis solution to remove excess fluid volume. Moreover, the patient¿s fluid volume overload may have been a precursor for their pneumonia infection. The patient reportedly continues peritoneal dialysis therapy without further disclosed issues. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported that they were hospitalized on (B)(6) 2018 due to fluid overload and pneumonia. Upon follow up, the peritoneal dialysis nurse (pdrn) stated the patient was fluid overloaded and believed that to be the cause of the patient¿s pneumonia. The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. Per the pdrn, the cause of the fluid overload was due to the patient not receiving the replacement cycler on time due to three day delay by fedex. The patient performed continuous ambulatory peritoneal dialysis (capd) pending receipt of the cycler, however the patient was remained overloaded. The patient utilizes a combination of 1.5% and 2.5% delflex solution, however while hospitalized was treated with 4.25% to remove the excess fluid. It was unknown if the patient received any treatment for the pneumonia. The patient continued pd therapy in the hospital and has continued following discharge without issues. Additional information regarding the event was requested, however not made available to the pdrn.